Event description:
Ous MDR - it was reported that, after an implantation time of about 20 months, the patient was admitted to the hospital because of inappropriate shock deliveries. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and an electrical inspection. The analysis revealed severe signs of wear along the lead body with a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause of the oversensing issues mentioned in the complaint description. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.